Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that something was not programmed correctly on their device and that the patient could not tolerate the therapy. Therapy was reprogrammed. The device was later removed and replaced. No further patient complications have been reported as a result of this event.